Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing fresenius products or devices and the patient¿s death. The source of the patient¿s death cannot be determined as there was no reported root cause. Additionally, it was unknown if the patient utilized fresenius products and/or devices for home pd therapy as the patient contact stated they were unfamiliar with the fresenius cycler during a technical services call while hospitalized. Regardless, it is well known the end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. In the absence of a reported temporal relationship and root cause, the hospital provided liberty select cycler cannot be excluded from a potential source or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2022, during a follow up, a patient contact reported to fresenius pharmacovigilance this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this event; however, no additional information was obtained. In the intake, there was no indication the patient¿s death was related to peritoneal dialysis (pd) therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, during a follow up, a patient contact reported to fresenius pharmacovigilance this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this event; however, no additional information was obtained. In the intake, there was no indication the patient¿s death was related to peritoneal dialysis (pd) therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death.